Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock impedance values. The patient underwent a surgical intervention to remove the lead and implant a new device with leads successfully. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited areas of calcification that were observed during the revision procedure. No additional adverse patient effects were reported outside the revision procedure.